Manufacturer narrative:
Customer alleges that the pink slide was not visible, though the cannula was deployed. Inspection of the device confirmed that the pink slide was moved forward and visible in the top housing window. The device was received fully deployed. No damages or defects were found while inspecting the needle mechanism that would indicate a failure of the device to deploy as intended. Inspection of the device found no damages or defects that would cause the cannula to dislodge; a cause for the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and dislodged cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was dislodged, while wearing the pod between 4 and 24 hours. As treatment, the patient changed out the pod for a new pod.